Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens was implanted using the preloaded insertion system, model pcb00, the surgeon noticed particles/fibers on the lens after insertion. The surgeon cleaned the lens and left it implanted. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was not returned; as it remains implanted. An investigation was not performed. The customer's reported complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. No non-conformance reports (ncr) were issued for this production order. Labeling review: the directions for use (dfu) were reviewed and adequately provides precautions and instructions for the proper use and handling of the intraocular lens to include use with the pre-loaded delivery system. Based on the manufacturing records review, historical complaint review and non-conformance/corrective action and preventative action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.